Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The root cause of the discrepant reactive results was attributed to a sample-specific discrepancy. The specificity of the elecsys hiv combi pt assay is less than 100%, and false reactive results may occur due to unspecific binding between the serum/plasma sample and the reagent. This phenomenon is documented in the assay's method sheet, and confirmatory testing is recommended for repeatedly reactive samples. The elecsys hiv combi pt and elecsys hiv duo assays use different raw materials, which may result in differing outcomes. The laboratory followed the recommended procedure by performing re-runs and confirmatory testing. The results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The first blood draw yielded a result of 119.1 coi (reactive) with the hiv combi pt assay. After re-centrifugation, the sample was tested twice, yielding results of 189.2 coi (reactive) in both runs. A second blood draw was tested three times with the hiv combi pt assay, yielding results ranging from 180 coi to 189 coi. Testing of the second blood draw at a different laboratory using another cobas 6000 e601 module produced results of 183 coi, 185 coi, and 189.2 coi (all reactive). Additional testing of the second blood draw included the abbott architect hiv assay, which was non-reactive; the particle agglutination (pa) method, which was non-reactive; and the elecsys hiv duo assay on a cobas e 801 analyzer at a different laboratory, which yielded a result of 0.435 coi (non-reactive). Further confirmatory testing included an hiv I/ii line immunoassay, which was negative, and an hiv-1 rna qualitative test, which did not detect hiv rna.